Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that quality controls were acceptable on the day discordant results were obtained. After running qc, the customer performed weekly maintenance and ran patient samples, which resulted discordant. A siemens headquarters support center (hsc) specialist reviewed the data and determined that this was an isolated event. The cause of the discordant vitamin d results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant vitamin d results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting different from the initial results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vitamin d results.